Event description:
It was reported that a customer experienced an issue with the battery depleting too quickly in a pump. There was no reported impact to the customer¿s blood glucose level. The customer returned the pump for further examination, and a replacement pump was provided.